Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the videoscope displayed corrosion on the plug unit due to water leakage. No patients were involved.